Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced difficulty with wound healing for about six months resulting in an infection. The patient was hospitalized and was provided with IV antibiotics. The device was explanted. There were no reports of further complications. Follow-up report indicated that the patient was receiving good pain relief and is looking forward for re-implant at a future date.